Event description:
The customer reported that the probe on the ortho provue analyzer was bent. The customer did not observe any evidence of probe leak. However, it is unknown whether contamination occurred. No erroneous results were reported. Probe issues may lead to dilution of sample / reagent, carry over and / or cross contamination and erroneous results which could lead to transfusion of incompatible blood.

Manufacturer narrative:
An ocd field engineer visited the customer site and verified that the probe was bent . The fe replaced the probe, cracked wash station and o rings and performed the necessary adjustments to return the instrument to expected operation. Qc passed. This customer has not logged any complaints against this analyzer since this incident. Incident is isolated.